Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate stimulation from the scs. The patient underwent an explant procedure.